Event description:
The facility reports, the student was preparing the resident for the bath. The student had brought the resident to the tub room and positioned her on the chair. She applied the brakes; once the resident was sitting, she applied the seatbelt. The student was standing facing the resident and was very close to her, about 1 foot in front of her. The student raised the lifter, so it could clear the bath. The chair was about 36 inches high when it started to tip towards the student. Due to her close proximity to the lifter, the student was unable to get out of the way of the falling lift. She did try to support it and keep it from falling, but could not. As the lift tipped and fell, the student ended up with the resident and the chair on top of her. The resident was still attached to the chair. A part-time staff member then entered the room and undid the seatbelt and was in the process of lifting the chair when she was injured, due to the weight of the chair. The resident was lifted off the staff member. The resident was assessed and all were sent to the hosp. The pt sustained bruising to the right knee (still able to walk), the student sustained bruising to the chest and back her right hand, and the other caregiver sustained a strain to the left shoulder, arm, and neck and was placed on modified work.